Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation and exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, observed a broken plug strap assessed as an unidentified (tear) opening, particles and creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.